Event description:
An email was received in technical services on 6/14/2013 stating that this lead was dislodged due to being twiddled on the device. This lead is still in active use. The physician was dr. (B)(6) at (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).